Event description:
The customer was contacted in reference to the voluntary field safety notice / recall. Notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleging black foam particulate present in humidifier chamber and seals. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 28, 2022, and section b5 should be reported as: the customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the customer received information alleging black foam particulate present in humidifier chamber and seals. There was no report of harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.